Event description:
Reporter stated high blood glucose device monitoring results however did not provide values. Reporter stated allerged device generated a result at 5 am but did not provide the value and at 10 am alleged passing out. Reporter indicated a family member found pt at 4 pm and called the ambulance. Reporter stated being transported to the hosp and did not recall the treatment given. Reporter alleged taking normal insulin dosage in the morning however did not take medication after the incident. Reporter did not use control solution. A request was made for the return of the suspect device and replacement product was sent.